Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on distal rows 9 to 18 were damaged and deformed. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric target lesion with a lesion bend of >=90 degrees was located in the mildly calcified left circumflex (lcx) artery. A 38 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and other devices were advanced but also failed the cross the lesion. Finally, the patient was sent for surgery with good outcome. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.